Manufacturer narrative:
The reported event that the device has a loose screw near the trigger and that the trigger came loose was confirmed by the service technician. During the visual inspection it was found out that a screw that holds the select button in place was broken, which caused to the button coming loose. During the device evaluation, it could not be determined what caused the broken screw. Handling of the device has most likely caused the reported event.

Event description:
It was reported that during testing, in sterile processing, the screw near the trigger of the ortho grip knee pointer was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing, in sterile processing, the screw near the trigger of the ortho grip knee pointer was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.